Event description:
The red alert was for high right ventricular pacing lead impedance detected on (B)(6) 2012 19:16. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).